Event description:
It was reported that additional anesthesia was administered to the patient due to the movement observed during diagnostic testing while the patient was in surgery. It was also reported by the company representative that he spoke with the surgeon. The company representative noted that the surgeon stated he had been thinking about the m106 implant case and how maybe he (the surgeon) was not giving his patients enough time to go all the way under after the anesthesia was administered. It was reported by the company representative that the surgeon is very fast at performing vns implants and the surgeon can typically perform the surgery in about 35 minutes. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Detailed operative notes were received and reviewed by the manufacturer. It was stated there were no complications. It was also stated by the surgeon that after the patient was closed, device diagnostics were performed with the company representative in the or. Excellent lead impedance was noted. There were no apparent immediate surgical complications, and the patient tolerated this and the anesthesia quite well. There was no mention of patient movement during diagnostic testing. No additional relevant information has been received to date.

Manufacturer narrative:
Serial #, lot #, and exp date; this information was inadvertently left of off supplemental #02 MFR. Report. Mfg date: device manufacture date (mo/day/yr); this information was inadvertently left of off supplemental #02 MFR. Report.

Event description:
The DHR was reviewed and found complete and the device passed all testing prior to distribution.

Manufacturer narrative:
.

Event description:
It was reported the patient was in surgery to have a m106 vns generator implanted. Upon diagnostic testing of the vns, the patient began to move, even though he was under anesthesia. The movement was noted to happen about halfway through the system diagnostic sequence. Additionally it was reported the surgeon is very concerned that running diagnostics is somehow potentially interfering with another nerve that is awakening the patient from their anesthesia sleep. It was noted the movement was only happening when running system diagnostics.